Event description:
The hcp reported the device system was explanted and replaced due to pump failure secondary to battery failure after 86 months inplant duration. The pt is reported to have done well since the replacement surgery.

Manufacturer narrative:
Final device analysis results reveal catheter leakage - hole. Final device analysis results on pump revealed no anomaly found - normal device function.